Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 11916064. Expiration date ¿ the correct expiration date is 03/31/2017. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the system risk analysis (sra), visual analysis and retains analysis. The sra indicates the risk associated with exposure to a quality problem with no impact on safety is "low." Twelve bis were returned for evaluation. Nine new, unused bis had red ci discs, caps not depressed and intact purple media ampoules in uncrushed vials. Three used bis had with yellow ci discs and no media remaining in crushed vials; the labels are stained purple. Two of the vials have the caps pressed down, the third vial does not have the cap pressed down which is indicative of user error as this does not follow the instructions for use (IFU). Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The assignable cause of the suspect positive bi was user error. The customer found the media was reduced after sterrad processing which is indicative of an undetected pre-existing ampoule damage of unknown origin. The cyclesure retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended. Customer education was provided via customer letter.